Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It is outlined to inspect the power connections once a week, one at a time when changing the power source. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the "patient came for routine visit and was complaining about power switching always on port 2 of the controller". "Team found that the connector on port 2 was loose". "Controller was exchanged by shelf". "Patient tolerated well this procedure". No additional information provided. Investigation is ongoing.

Manufacturer narrative:
After review of additional information received sections have been updated accordingly. Additional information received on (B)(6) 2015, indicated that the perfusionist was able to reproduce the switching when "playing with the connection". The last report received indicates that the patient was transplanted on (B)(6) 2015. The controller was returned for evaluation, however, was disposed of as per a recall. This field action removed controllers that exhibited a higher susceptibility to esd than newer controllers. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed from log files since the patient's controller was not identified or available for analysis. Based on the available information, the root cause could not be conclusively determined. Based on the available information, the root cause could not be conclusively determined; testing was not performed since the device was part of a recall. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.